Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated unexpected delivery of ventricular tachyarrhythmia therapy. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient experienced three inappropriate therapies caused by the right ventricular (rv) lead. It was noted that the rv lead had a lead integrity alert (lia) trigger due to several high rate non-sustained episodes and high sensing integrity counter (sic). It was noted that several episodes showed ventricular noise oversensing on the rv lead. The lead is scheduled to be replaced but remains in use. No further patient complications have been reported as a result of this event.